Event description:
A surgeon reported that poor aspiration occurred during a procedure. The problem was solved after replacing the product twice. There was no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).